Event description:
Lead extraction case due to a pocket infection. An svc tear occurred which could not be repaired and the patient expired.

Event description:
Lead extraction case due to a pocket infection. The drop in blood pressure was noticed when the physician was lasing at the svc/atrial junction. It was noted that within 5 minutes an occlusion balloon was used in an attempt to remedy the complication. The balloon was unsuccessful and a sternotomy was not performed by the CT due to the patient¿s history of a prior sternotomy. Evaluation of the physician¿s statements determined that the glidelight was in use distal to the svc tear when the injury occurred. The exact location and nature of the injury cannot be confirmed as a sternotomy was not performed and the device was not made available for our investigation.